Event description:
Same case as MFR #: 2134265-2015-04049. It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of a renal tumor utilizing an 3cm bsc electrode and a rf3000 radiofrequency generator. The first roll off was successfully achieved with total ablation time of 5 minutes 30 seconds. However after the generator was reset and restarted, it displayed an h07 error. The generator was again reset and restarted after 2 minutes; however, error h07 displayed again. The second roll off was not achieved. The devices were exchanged and the procedure was completed with another manufacturer's device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).